Event description:
It was reported to philips that the system gave an alert indicating x-rays were not possible. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the event, customer was performing a coronary diagnostic procedure and procedure aborted. The philips field service engineer (fse) conducted an onsite inspection but was unable to duplicate the problem initially. A partial log file was downloaded, which indicated unavailable communication with the system's can (controller area network), suggesting a possible issue with the cube or related components. The fse recommended performing generator calibrations as part of the troubleshooting process. During further inspection, the fse noted a red status on the system connection, indicating an inability to access the system properly. The fse turned the unit back on and conducted tests, which confirmed the system was functioning correctly. No further issues were detected, and the system was deemed to be in good working condition. The codes were updated based on the investigation outcome.